Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The power conversion enclosure was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power conversion was returned to the manufacturer. Functional testing confirmed that the power conversion was always on, and failed a bench test.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the power enclosure was always on. When they were booting the o-arm up for a case, the ias would boot on, but the pendant would remain black. They tried to reboot multiple times and the pendant booted on and they were able to move the o-arm into the room. However, the blue battery charge indication lights were flashing red.